Event description:
End user is new to using this product with a rotating adaptor. The customer observed several incidents of micro amd macro air bubbles appearing from the connection of the rotating adaptor and meditech 5f catheter plastic hub. End user is not pressuring fluids, using warm contrast and connecting wet to wet. The customer stated that if performing a real slow aspiration by medrad, they do not see any bubbles. The customer stated that they like their current technique which seems to lend itself to bubbles.